Manufacturer narrative:
Investigation outcome. The ventilator was reported to display technical failures tf9907 and tf5509, with limited contextual details provided by the customer. Initial troubleshooting was conducted with technical support but did not resolve the issue or confirm root cause. As part of correction, a complete safety valve block and servo module (inspiratory valve) were shipped to the customer for replacement, targeting potential pneumatic/control subsystem faults. No confirmation of installation or device performance post-repair has been received. Multiple follow-up attempts were made by the partner to obtain additional information and verification, but the customer has not responded to date. Final root cause and effectiveness of correction remain unconfirmed due to lack of customer feedback. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 9907 and tf 5509. No patient involved.